Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: seven (7) devices and two (2) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and leaks identified by water drops were observed. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and leaks from the administration spike port bonding area were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.